Event description:
It was reported that a spectrum pump was constantly alarming for a "door not fully latched." It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The reported symptom of "doesn't recognize door being latched" was confirmed. This deficiency was caused by a failed upper link switch. The upper aux assembly was replaced to correct this condition.